Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. An inadvertent disconnection is a known cause of this alarm. The cause for the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) device during drain one. The hp reported that he was drifting off to sleep and accidentally disconnected from the transfer set. The technical service representative (tsr) assisted the hp in clearing the alarm and in ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.